Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, advised that they had examined the device but were unable to duplicate or verify the reported issue. Physio-control then evaluated the customer's device but was also unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit will be returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that medical personnel had stated their device had a white display.  A white display is indicative of a device lock-up condition that could delay, or prevent, defibrillation if it were necessary.  There was no patient use associated with the reported event.